Manufacturer narrative:
H.6. Investigation: customer returned (76) sealed 4mm, 32g pen needles with the shelf carton from lot # 5063366. Customer states that there is difficulty attaching the needles and they were bending. Thirty out of 76 returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). All observations fall within specifications. Also, these samples were tested and all were able to securely attach and easily detach from a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that pen needle 32x4 asia xtw were difficult to attach. This occurred on 20 occasions during use. The following information was provided by the initial reporter: patient had difficulty attaching the needles and they were bending. Patient complained that the current 4mm pen needles are not the same as the pro. He has difficulty attaching the needles and they are bending on injection.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this bd device may have been manufactured. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32x4 asia xtw were difficult to attach. This occurred on 20 occasions during use. The following information was provided by the initial reporter: patient had difficulty attaching the needles and they were bending. Patient complained that the current 4mm pen needles are not the same as the pro. He has difficulty attaching the needles and they are bending on injection.